Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated by olympus, and the reported issue (broken probe) was confirmed. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the probe broken possibly occurred by the following mechanism: 1) during the output activation in seal & cut mode, the distal end of the probe was slightly contacting a device with a thin tip, causing spark generation. 2) a force was applied to the probe during spark generation. 3) a force to grasp tissue or a force to activate the output in seal & cut mode was applied to the probe. This generated cracks on the probe. 4) due to continuous use of the device, the cracks on the probe progressed. This led to breakage of the probe. Retrieval of the broken probe from the patient¿s abdomen was required however, the root cause of the event could not be determined. The event can be detected/prevented by following the IFU which state: ¿if the grasping section, metal-exposed area around it or the probe tip sticks to tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ this supplemental report includes an update to d9, h3, and h6. Also, a correction has been made to h4 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a rectal video laparoscopy procedure, the first handpiece generator produced error multiple times during probe check. The thunderbeat device was replaced with another one from the same batch. The replaced thunderbeat jaw broke and fell into patient¿s abdomen and was recovered using laparoscopic pliers. There was no delay reported. No health hazards or patient consequences reported.

Event description:
It was reported, no harm to patient. And no report of clinically relevant consequences.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Additionally, to provide correction to the initial with information inadvertently left out (g2), a correction to field (d4) and to provide an update with information received (b5 and h4). A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, the probe broken was possibly occurred, due to contact with a surgical instrument or the non-insulated area of grasping section. The detailed mechanisms are shown below. 1. During output in seal & cut mode, the probe came in contact with hard tissue, metal or a surgical instrument. Consequently, a scratch was made on the probe. 2. The probe received, an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 3. The probe broke when added load. 1. The distal end of the tissue pad was worn away, because ¿seal & cut¿ output was activated, while grasping nothing (including the case, the user kept activating after cutting tissue). 2. The tissue pad was worn away, causing the non-insulated of the grasping section to touch the probe. 3. ¿seal & cut¿ output was activated under this situation, then the scratches, indicating that the probe and grasping section were in contact with each other were made. 4. The probe received, an output load in seal & cut mode or received a load when grasping tissue. As a result, the probe cracked from the scratch. 5. The probe broke when added load. However, the subject device was not returned. And the root cause of the reported event could not be determined. The event can be prevented, by following the instructions for use, which state: "do not activate output in seal & cut mode, while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature, due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation and/or falling off inside the body cavity and/or partial separating". "When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue, so that users can confirm, it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad or the probe tip may break and fall off and partial separating of the tissue pad may occur, due to a local increase of temperature caused by the friction between tissue pad and the probe tip, during activation". "The thunderbeat instrument should be used for soft tissue. Do not activate output, while grasping hard tissue such as bone or highly calcified tissue or hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator, forceps and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section. As the heat generated, by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone". "Do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly, during activation, a scratch on the probe tip could occur, due to ultrasonic vibration. Which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge. Which may cause burns and decrease functionalities". Olympus will continue to monitor field performance for this device.